Event description:
The initial reporter alleged several low-reactive results for the elecsys hbsag ii assay on the cobas e 801 analytical unit. The allegation involved three samples that generated low reactive results for hepatitis b surface antigen (hbsag). Further testing of these samples using the liason system yielded non-reactive results. On (B)(6) 2024, an increase in low hepatitis b reactivity and inconsistent results was observed. These results were also measured with the liason system and found to be non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of the alarm trace revealed multiple abnormal aspiration alarms, sample short alarms, sample clot detection alarms, and sample foam detection alarms, suggesting that the issue was most likely related to sample handling. Calibration data from (B)(6) 2024 indicated a high cal 2 signal, which was resolved after using a new kit from the same lot. However, the investigation was limited due to the unavailability of original data, pre-analytical information, and requested sample foam images. A definitive root cause for the reported event could not be determined based on the available information. False positive results are consistent with the specificity claim outlined in the assay's method sheet.